Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was performed due to infection. The surgeon performed a poly exchange of the 40mm apex-lnk acetabular insert and related cocr 40 x +3.5mm femoral head. A non-omni stem was also used in this revision case.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted device revealed no deviation from process or non-conformity of product that would have caused the adverse event.